Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room after receiving an alert for episodes of non-sustained right ventricular oversensing. The episodes were triggered by frequent post ventricular contractions. The device function looked normal and no further episodes were seen afterwards. Programming changes were planned. The patient will continue to be monitored through merlin.net.